Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend had sealing malfunction. It was replaced. The procedure was completed with no reported injury.

Manufacturer narrative:
Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal test. Root cause attributed to component failure. The instrument was found to have 2 low torque failure(s) based on the log review. Error code 22024 showing strong grip and low torque was seen, indicating that the instrument exhibited low torque during use, which typically results in sealing malfunction. Dsp logs show "strong_grip_fail" errors for the same timestamps as that of the low torque errors seen in msc logs. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw.

Event description:
Refer to h11 for follow-up information.